Manufacturer narrative:
Complaint not confirmed, the allegations could not be reproduced during testing of the device. All tests passed successfully. The device was also found to be damaged.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a rotator cuff repair procedure, after performing a bone marrow aspiration, the angel machine was set up and the start button was pressed. As the angel was processing the aspiration the angel machine was only recognizing 1-2 cc's of aspiration when in fact the angel had processed over 40 cc's. The angel would not run and complete the concentration process. The bone marrow aspiration was being done during a surgical rotator cuff procedure. The rotator cuff procedure and the bone marrow concentration were never completed so the bmc was never injected.